Event description:
On 13-dec-2025, a nurse contacted technical service to report that tc bariatric plus w/air & pulm (product code p1840re300, serial number (B)(6)), had brakes not holding. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the front brake casters needed to be replaced. Per the baxter service manual, the totalcare bariatric bed and totalcare bariatric plus therapy system require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Inspect the casters for proper mounting, excessive wear, or tread damage. Replace as needed. Verify proper operation of the brake system. Adjust as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 10, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the front brake caters to resolve the reported event. Based on this information, no further action is required.